Event description:
Customer reportedly received the following approximate results on the compact plus system within 10 minutes: 349 mg/dl, 175 mg/dl, and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following approximate results on the compact plus system within 10 minutes: 349 mg/dl, 175 mg/dl, and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.